Event description:
It was reported via social media that a pericardial effusion, perforation, and cardiac tamponade leading to surgical intervention occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. During the procedure, two holes were punctured into the patient's heart. The patient experienced a pericardial effusion post index procedure, which was mitigated by the physician. The patient stayed in the hospital overnight and was discharged the next day. The patient developed a fever of 102 degrees fahrenheit post discharge, and received a prescription for an antibiotic. The patient continued to feel ill the following week, and was instructed to take heart medication and rest. Seven (7) days post index procedure, the patient reported to their family practice and was sent to the emergency room at st. Hospital in (B)(6). Nine (9) days post index procedure, emergency heart surgery was performed as the patient went into cardiac tamponade. The patient's chest was opened, and blood clots were removed from the patient's pericardium. The holes in the patient's heart were sealed, and the patient was given a blood transfusion in response to the surgical intervention. The patient was reportedly doing well three years after this event.